Event description:
Information received indicates that when the valve holder accessory was removed from the product during the implant, a piece of suture remained through the sewing ring. The suture material was seen and removed. The valve was implanted with no patient complication reported.